Event description:
It was reported that the patient was connected to the power module (pm) when they experienced a low voltage alarm. In troubleshooting, the account changed from system monitor to a heartmate touch but was unable to connect with the patient. It was suspected this was due to non-initiation of the bluetooth dongle. The patient was receiving power to their system with no drops in flow. The account then reported switching the patient to their backup system controller which did not start the pump. Additional information was provided that the driveline was not fully inserted on the back-up controller and also that it was placed on the patient without power sources attached and the pump didn¿t start. There was no damage reported on the connections. Because of this, the patient was placed back on their primary controller with no patient consequences and was receiving power to the system. Log files were sent for review on the primary controller, which showed emergency backup battery (ebb) faults that appeared to have resolved, and a couple of driveline disconnect alarms on 09dec2023 for unknown reasons. Driveline disconnect alarms on 09dec2023 were then reported to be due to the staff exchanging the patient's system controller several times. The log file from this controller also captured some voltage issues on 09dec2023 that may be due to patient cable fatigue. The patient cable was removed from service. Lastly, it was reported that the patient was connected on (B)(6) 2023 to a third system controller and disconnected within one minute. During this time voltages were reported to be a little low. It was reported by the site that this was a "loaner" controller stored in the unit. The contact reported that the patient was stable with parameters consistent with their previous trends. They had not experienced any alarms since. 2916596-2023-08627 backup system controller MFR. 2916596-2023-08891 primary system controller MFR.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1, brand name: corrected; section d4, catalog number: corrected; section d4, primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a difficulty establishing a connection between the wireless adapter and the heartmate touch app was not confirmed. The heartmate touch tablet (serial number: (B)(6)) was not returned for analysis and no images nor framework files were submitted for review. Multiple good faith efforts were sent asking for the heartmate touch framework file, if the issue resolved, and if any product would be returned for analysis. To date, no response has been received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Customer order, (B)(4), was shipped on 30jun2022. Heartmate 3 instructions for use (IFU) (rev. B) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (rev. B) under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) (rev. B) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide (rev. B) under ¿troubleshooting¿ cover all heartmate touch alarms, including the connection failed and disconnected system controller alarms, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.